Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a preventive maintenance the distance sensor stopped working. The company representative reported that the switch button would not stay in the 'on' position, even when it was pressed down manually.

Event description:
It was reported that during a preventive maintenance the distance sensor stopped working. The company representative reported that the switch button would not stay in the 'on' position, even when it was pressed down manually. Also, after the user scanned the left side of the nose and the temple the robot returned home and the screen to install and calibrate the distance sensor came up, however the distance sensor¿s sn shown did not show up during the initial selection process of the tools.

Manufacturer narrative:
A full analysis of the data logs has been performed, and this analysis led to the following observations: - the movement of the robot arm to the home position resulted from a user action. - the reported serial number not appearing is a normal behavior, since the displayed serial number was the calibration plate serial number. - the failure of the power button could not be confirmed as there is no other recorded recurrence of this issue. Based on the investigation performed, there is no identified failure of the device. The device behaved as specified.